Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that patient received the following results on mobile system compared to a professional meter within 1 minute: approximately 8 or 9 mmol/l (mobile system) and 3 mmol/l (professional meter). Customer was unconscious at the time of these results. Paramedics had been called by customer's wife. Customer assumes he was treated by paramedics with "glyco injections." The customer was awake and alert approximately 20 minutes later. Customer is currently fine. He was not taken to the hospital. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.